Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the drive chain. Visual examination of the complaint sample found numerous areas of surface deformation and displaced material consistent with heavy use. In addition the fracture surface of the adaptor coupling exhibited evidence that the device had experienced a torsional overload during use. A manufacturing review was performed and there were no discrepancies found. No further investigation required. (B)(4).

Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to greatbatch for evaluation. Once the device is returned and the investigation is completed, a follow up medwatch 3500a will be submitted. Event occurred in (B)(6). Device not yet received by manufacturer.

Event description:
It was reported during an unknown patient procedure that the power tool coupling broke off. The procedure was completed with another device. There was a 15 minute delay. No adverse events were reported as a result of the malfunction.